Event description:
It was reported that the subject guidewire fractured while in the microcatheter inside the patient. The fractured guidewire was successfully retrieved. No clinical consequences were reported to the patient due to this event.